Event description:
User reported that they noticed a small amount of fluid leaking from the smartsite needle-free valve when they attempted to flush it. No add'l info provided. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Sample involved in this event was not returned by customer. No failure investigation could be performed. The model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "other#". The 510k number provided in section is for the domestic similar product.